Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons had a delayed response and required multiple presses to elicit a response. The reporter noted that the rubber by the ok keypad button was peeling, and was unable to confirm whether this occurred before the tactile issues. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned torn from the contrast button to the up arrow keypad button. During testing, the down arrow and ok keypad buttons were unresponsive; the up arrow and contrast keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. All of the key contacts were misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.